Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident the technical support specialist tss connected to pyxapm00009 and pyxapm00011. The tss was unable to obtain a current example of the issue during the investigation. The customer reported no further impact and the system was operating as expected. The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the orders were not crossing over and there was a delay for medication administration. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.